Manufacturer narrative:
The medical facility provided info on this event to FDA via submission of a medwatch report. Reference report number (B)(4) for info related to the same event that was provided to FDA by the medical facility. Eval: a product eval was not performed in response to this report because the product said to be involved was not provided to cook for eval. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. A sample test from this lot could not be conducted because none of the product from this lot remained in inventory. A review of the twelve month complaint history for this product family was conducted. In the past twelve months, there have been no other similar occurrences. Therefore, this report represents an isolated occurrence. Based on this review, the likelihood of this type of report is remote. Conclusions: several requests for the product said to be involved have been made but the product has not yet arrived for eval. We are unable to verify the report of stent band detachment because the product could not be evaluated. A f/u medwatch will be submitted to FDA if the product arrives for eval. Prior to distribution, all solus double pigtail stent with introducers are subjected to a visual inspection and dimensional verification to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: no corrective action warranted at this time because this report could not be verified. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no corrective action is warranted at this time. This observation represents an isolated occurrence. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) with biliary stent placement, the physician used a cook solus double pigtail stent with introducer. While placing the stent, one of the two radiopaque markers detached. The stent was removed and the radiopaque marker remained inside the pt. The report indicated the small radiopaque marker was expected to pass naturally through the gastrointestinal tract. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.